Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a few recent falls, the patient experienced pain at the ipg site and ineffective therapy. Diagnostics revealed high impedances on one of the leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg and lead was replaced to address the issue. It is unknown which lead had high impedances.